Manufacturer narrative:
(B)(4) initial report. Additional information, including operative notes, post primary and pre revision x-rays and the explanted devices has been requested in order to progress with this investigation and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification when manufactured.

Event description:
Trinity revision of liner and head after 28 days due to dislocation.

Manufacturer narrative:
Per -(B)(4) final report: additional information, including post primary and pre revision x-rays, operative notes and the explanted devices, was requested in order to progress with this investigation, however, they were not provided and therefore there was only very limited information available for the investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification at the time of manufacture. X-rays and the explanted devices were not provided for examination and thus it cannot be determined whether the corin devices caused or contributed to the patients experience. Based on the information provided, no further investigation can be conducted at this time and corin now consider this case closed. However, if additional information is provided or if the explanted devices become available then this case may be re-opened for further investigation.

Event description:
Trinity revision of the head and liner after 28 days due to dislocation.